Event description:
It was reported to philips that the device's capacitor was out of specification. There was no patient involvement.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that this was a malfunction of the capacitor the replacement quote for which was provided. The repair will be handled by the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. The customer was provided the quote for the replacement capacitor to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the capacitor is out of spec and the quote for the replacement capacitor was provided. The repair will be handled by the customer. The device remains at the customer site and no further evaluation is warranted at this time.